Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tubes there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "one of the sodium heparin tubes did not separate the blood and plasma sample properly."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tubes there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "one of the sodium heparin tubes did not separate the blood and plasma sample properly."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor plasma were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (poor plasma/clotting) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor plasma. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.